Event description:
It was reported that during an attempt to place a subclavian presep catheter, the clinician hit the vein and failed to slide the catheter over the wire. The subclavian approach was aborted and went with the ij approach instead. While trying to pass the the catheter over the wire that was in the ij, clinician found that the catheter was "sticking" (resisting) while trying to advance the catheter. This was occurring over the wire that was outside the patient. Clinician stated that eventually passed the catheter and realized that "this kit was a problem"--either the wire or the catheter. It was further indicated that one would have to be "lucky" to pass under the subclavian as there is a curve to pass while advancing the catheter over the wire. Physician feels that it has nothing to do with the anatomy of the patient but to do with the catheter and wire problem. Follow up indicated that the patient's IV access was delayed and the patient required additional "pokes" through the skin to acquire a new site. There were no patient complications reported.

Manufacturer narrative:
The device was discarded. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. As per the directions for use for guidewire insertion, insert the desired tip (straight or "j") of a guidewire into the placed catheter or, if used, the thin-wall needle. Gentle manipulation may be needed to insert the guidewire. The guidewire should never be forced. If difficulty is met during insertion of the guidewire, completely withdraw the guidewire and re-attempt insertion. No actions will taken at this time. The lot number was not provided, therefore review of the manufacturing records could not be completed.